Event description:
Info received indicates the bed rails are not latching properly.

Manufacturer narrative:
The technician found that the pin latch on the siderail center arm is not moving. The technician replaced the rail latching assembly to repair the bed.